Event description:
A customer reported to baxter corporate product surveillance a interlink catheter extension set in which the interlink separated from the tubing. According to the report, the extension set was connected to a patient's knee joint to draw fluid. The interlink on the extension set was being accessed with an unknown baxter cannula. The interlink separated from the extension set, and fluid leaked out of the tubing. There was no patient injury, and the doctor removed the extension set and drew the fluid out of the knee joint directly using a syringe. The reporter stated that the in-line luer connections were not secured before use as per label copy. Although there was no patient injury, the patient's family was in the room and they were scared because the fluid leaked out. There were no reports of medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One actual sample was available for evaluation. The unit was visually inspected and a separation was observed between the tubing and the female luer of the interlink. Therefore, the reported condition was confirmed.

Manufacturer narrative:
(B)(4). Additional information: an assignable root cause was not determined.